Manufacturer narrative:
Device evaluation by manufacturer: examination of the returned complaint device revealed that the journey guide wire was in two pieces. The inconel connector was observed to be fractured adjacent to the distal welds. The appearance of the fracture surfaces were ovaled, which suggests the guide wire may have kinked prior to the fracture. There was no evidence that the fracture was attributable to any product quality deficiencies. There was no additional damage observed to the guide wire. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a peripheral cryoplasty treatment procedure, a guide wire fracture occurred. The target lesion was located in the auxiliary artery. A .014 - 5/60/135 polarcath balloon catheter was advanced over the 300cm journey str guide wire and inflation was successfully performed. During withdrawal, the guide wire fractured outside of the patient. The physician pulled out the portion of the device that remained in the patient by hand without incident. The procedure was completed with another of the same device. No patient complications were reported and the patient's status is listed as stable.

Event description:
It was reported that during a peripheral cryoplasty treatment procedure, a guide wire fracture occurred. The target lesion was located in the auxiliary artery. A .014 - 5/60/135 polarcath balloon catheter was advanced over the 300cm journey str guide wire and inflation was successfully performed. During withdrawal, the guide wire fractured outside of the patient. The physician pulled out the portion of the device that remained in the patient by hand without incident. The procedure was completed with another of the same device. No patient complications were reported and the patient's status is listed as stable.